Event description:
It was reported that a patient underwent a mastectomy procedure on (B)(6) 2021 and suture was used. It was noted that there had been foreign matter (hair) in the newly dispensed suture package. The device was not used on the patient, and another like device was used to complete the procedure. There are no reported patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: was the foreign matter in the primary packaging (inside tyvek)? According to the feedback of the sales, it is unknown. Are there photos available for visual analysis? .no to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but was unavailable: was the foreign matter in the primary packaging (inside tyvek)? According to the feedback of the sales, it is unknown. Are there photos available for visual analysis? .no to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a mastectomy procedure on (B)(6) 2021 and suture was used. It was noted that there had been foreign matter (hair) in the newly dispensed suture package. The device was not used on the patient, and another like device was used to complete the procedure. There are no reported patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/17/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. MFR retained sample investigation summary: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] per current version of sop-06-14 and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.